Event description:
Patient admitted to ICU following multiple gsw's (gunshot wounds) and surgery. He has been in ICU since [date redacted] when a leaf device was placed on his chest, pre-sternal region. Notified by nursing today (five days after admittance) that upon removal of the leaf device, he had a wound where the device previously was. I documented pictures in the patient's chart, but it appears to be macerated and consistent with either a pressure injury or superficial burn with skin sloughing. Attempted to contact the leaf representative, but charge nurse/ICU secretaries unable to locate a number for him or her at this time. We are continuing local wound care at this time.